Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was not reported. Beginning on the day of onset, the patient was treated with refline injection 1 gram once a day (route and duration not reported) and gentamycine injection 40 grams once a day (route and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. The outcome of the event was unknown. Dianeal therapy was ongoing. No additional information is available.